Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 20 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 59 cm distal to the distal end of the strain relief and a shaft kink 57 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-nov-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The tightly stenosed, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 6f guide catheter and a 0.014 guidewire crossed the lesion, pre-dilatation was performed with a 2.50mm balloon catheter. A 20 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion due to the angulation and calcified stenosis. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.